Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after 1:52 hours of monopolar curved scissors (mcs) use with 04/10 lives, the surgeon observed that the mcs did not obey the command of the same intensity. When removing the mcs it was detected that the mcs steel cable had broken. Replaced by another to continue the procedure. The procedure was completed with no reported injury.